Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. The product was used off-label and not according to the information for use. Product information for use states "under no circumstances should the balloon be inflated with more than 45ml of fluid." No lot number or product evaluation sample is available. A detailed investigation or batch review cannot be conducted. Therefore this evaluation will be closed and will be monitored through our post market product monitoring review process. No additional patient/event details has been provided to date. Should additional information become available, a follow-up report will be submitted. (B)(4). Note: this complaint issue is associated with another separate case. A separate 3500a form has been completed for that case.

Event description:
It was reported by a nurse who was requested to evaluate a patient on (B)(6) 2016 who complained of rectal pain. It was stated that the device was placed in the patient on (B)(6) 2016. This was replacement of a new fms device as the previous device had been removed because the nursing staff felt like it was blocked. The reporter stated that the end users stool was too formed and she no longer had diarrhea. When the nurse evaluated the balloon, she found that more than 60 ml of fluid was instilled into the balloon. Irrigation was ordered every 8 hours to keep device patent. It is the nurse's thought, "that the wrong port was used but is unable to substantiate this as no documentation of when it was irrigated is available". The nurse reports that the device was removed as it was no longer appropriate based on stool consistency. It was reported that the rectal pain subsided and no additional intervention was required or anticipated. No injury to the patient has been noted.